Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is with the risk management team at the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system separator 8 (sep8). During the procedure, the physician noticed that the bulb of the sep8 was missing after making the first pass with an indigo system cat 8 aspiration catheter (cat8). The physician attempted to locate the bulb but was unsuccessful. The physician therefore completed the procedure using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.